Event description:
Patient reported, a left side no complaint against the device. Healthcare professional, later reported, chest mass and capsular contracture, baker grade iii. In addition, healthcare professional reported, breast implant illness. Which is considered, not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Lump/nodule: unable to observe since, it is not related to the device. Other-medical-ndr: unable to observe, since it is not related to the device. Additional observations: observed, deformation on the device.

Event description:
Patient reported a left side no complaint against the device. Healthcare professional later reported chest mass and capsular contracture, baker grade iii. In addition, healthcare professional reported breast implant illness which is considered not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.